Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) could not be interrogated at a routine follow up examination. No magnet tones coudl be elicited. The ICD was replaced.